Event description:
A ds2adv auto CPAP device was returned to a third-party service center with an allegation of thermal damage found on main pca board, ui bezel has blank display, and the device has been crushed and disposed of. There was no allegation of patient harm/injury. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.